Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. No product was returned. The cause of the delivery issue was patient condition related and related to the vessel tortuosity. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
During delivery of the device, best practices used to obtain right femoral artery access. This includes injection of the bilateral iliac and common femoral artery anatomy. It was confirmed that the vessel size and pathway were clear for impella insertion. Upon diagnostic catheter insertion to cross the left ventricle, the catheter would not advance due extreme ¿s¿ shaped tortuosity above the bifurcation and leading into the aortic arch. Multiple catheters and wires were used to attempt access. Ultimately, the physician decided to abort impella insertion. No further information is available.